Manufacturer narrative:
Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment and poor image intensifier angle.   Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.   Review of the physician training manual revealed procedural considerations include the importance of a coplanar view; ¿the fluoroscopic viewing angle for valve positioning and deployment should be coplanar to the base ring of the surgical prostheses (if visible).¿ and  ¿the typical coplanar angle for mitral valve-in-valve is rao 40-60 degrees.¿ the physician training manual also states the following considerations, ¿insert 0.035¿ 145 cm soft j wire through the mitral bioprosthesis and exchange for an amplatz extra stiff wire. Position the guidewire in the right superior pulmonary vein to facilitate the appropriate coaxial angle between the transcatheter valve and mitral prosthesis. An alternate option is to position a pre-shaped stiff wire in the left atrial cavity¿.   Review of the instructions for use (IFU) indicates ¿patients with pre-existing bioprostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment¿. In this case, it is unclear what caused the valve to be inadvertently placed in the aortic position instead of the intended mitral position; it is possible that incorrect fluoroscopy angle and misinterpretation of the position of the valve (via cine or echo), lead to its deployment in the native aortic valve instead of the intended mitral position.  There was no evidence or allegation of a device malfunction in the report. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by field clinical specialist (fcs), prior to the placement of the 23mm sapien valve in the mitral position is a surgical valve via transapical approach, the 23mm sapien 3 valve was crimped and positioned correctly for mitral valve in valve. However, it was inadvertently placed in the native aortic valve. A second valve was prepped urgently to correct the upside down positioning in the aortic valve. The patient is stable and the case continued with placement of a s3 23mm in the mitral position, within a failing hancock 25mm surgical valve. The patient transferred back to the ICU in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This report is associated with (hospital report number). Additional information indicates "we suspected the deployment in the aortic annulus. This caused the patient go into cardiac arrest and was without blood flow approx. 13 mins and suffered an hypoxic brain injury." In this case, it is unclear what caused the wire to be inadvertently placed in the aortic position instead of the intended mitral position; it is possible that incorrect fluoroscopy angle and misinterpretation of the position of the wire (via cine or echo), led to valve deployment in the native aortic valve instead of the intended mitral position. There was no evidence or allegation of a device malfunction in the report; it appears to be a case of use error.